Manufacturer narrative:
(B)(4). The file does not meet the criteria for a reportable event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown gynecologic procedure, the device continued to suction though the suction button was not pressed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.